Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently dropped the pump cracking the pump touchscreen. Pump was no longer functional. Customer's blood glucose (bg) was over 500 mg/dl and insulin injections were used to address bg. Customer reverted to using manual injections for insulin therapy.